Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not boot up to main screen, or takes an "extremely long time" to boot up. The programmer will be returned for repair. No patient complications have been reported as a result of this event.